Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 06/15/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during ablation to the patient's right lobe, there was unintentional ablation to the left lobe. The procedure was for reoperation of unburned metastasis cancer of the stomach (s7 near the diaphragm, 4cm). The site was ablated three times and the patient mentioned having right shoulder pain. The needle was used with care and the case was completed.